Event description:
It was reported to teleflex by an individual at the health care facility, who teleflex understands was not directly involved in the event, that a patient with a known chlorhexidine allergy received an arrowg+ard blue (agb) catheter (no additional details regarding material or lot number were provided) and the patient subsequently went into anaphylactic shock and died. Efforts were made to obtain additional information regarding the further details of the event; however, no response or additional information was received from the health care facility.

Manufacturer narrative:
Qn #: (B)(4). Section b5: the event description has been supplemented to provide additional information about the source of the information teleflex received about the event. Additional manufacturer narrative: the report to teleflex by an individual at the health care facility, who teleflex understands was not directly involved in the event, of a catheter allergic reaction was that a "patient with a known chlorhexidine allergy received an agb catheter and went into anaphylaxis and died." The instructions for use (IFU) provided with this kit warns the user, "contraindications: the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." Based on the information reported to teleflex, use error likely caused the reported event. A customer in-service was initiated to remind the user of the contraindications in the ifus for the device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with a known chlorhexidine allergy received an arrowg+ard blue (agb) catheter (no additional details regarding material or lot number were provided). The patient subsequently went into anaphylactic shock and died. Good faith efforts were made to obtain additional information regarding the further details of the event; however, no response or additional information was received from the user facility.